Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Type I endoleak. The gore excluder aaa endoprosthesis instructions for use (IFU) states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The pt tolerated the procedure. On (B)(6) 2010, the pt underwent a re-intervention and a gore aortic extender component was placed. The endoleak was resolved.